Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional contact information: beijing jaspar medical device co., ltd. Qiny1016@163.com. 010-5820 5318 / 010-5820 5630.

Event description:
The event involved a microclave¿ connector where the customer reported that the placement of a femoral vein catheter resulted in blood being drawn back, but the catheter was successfully inserted. However, it was difficult to draw back blood by connecting the infusion positive pressure connector, and heparin saline could not be administered. A new infusion connector was replaced, and both withdrawal and administration were normal. The intention for use is for intravenous infusion and the place of use is domestic medical institution. That the local nmpa review result is approved and the local nmpa name is (B)(6) center. The product cannot be returned for evaluation. There was patient involvement, but no patient harm was reported as a consequence of this event.